Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Continued h6 (health effect ): f2203.

Event description:
A healthcare professional reported a rupture of the left device discovered via ultrasound confirmed via MRI. The device has been explanted.

Event description:
A healthcare professional reported a left side rupture. Healthcare professional additionally reported "capsular contracture baker grade I." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported a left side rupture. Healthcare professional additionally reported "capsular contracture baker grade I." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported a left side rupture. Healthcare professional additionally reported "capsular contracture baker grade I." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.